Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-04359 and MDR ID# 2134265-2013-04361. It was reported that during an intravascular ultrasound (ivus) procedure, the sled would not mechanically pullback. During an ivus procedure, it was noted that the sled of the ilab imaging system would not mechanically pullback. The procedure was completed with manual pullback. There were no reported complications and the patient status post procedure was listed as stable.